Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced the advantech printed circuit board (pcb) and hard dive cable assembly to resolve the issue. Fss then checked for all parameters as per field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of system hang during startup, that the whitestar signature display screen froze. It was also reported that error 2012 (instrument host timeout error) occurred with the system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Corrected data: in the initial report, the device manufacture date provided (03/01/2011) was incorrect. The correct date of manufacture is 03/15/2011 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.